Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer upon arrival at the machine, no failures were present. Medstation performance analysis report (mpar) did not indicate any items requiring attention at this station, and there were no active issues. No further action was necessary. The system functioned as intended after the field service engineer tested the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.